Manufacturer narrative:
Additional information was received that due to the fault being not duplicated, this complaint is no longer reportable. Per (B)(4) country specific post market event reporting matrix, this record has been assessed as not reportable in all regions at this time. Based on the information available, this issue did not cause or contribute to a death or serious injury and it is unlikely to result in a death or serious injury, illness, deterioration of state of health or harm should it recur.

Manufacturer narrative:
A ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of volume control mode. There was no patient involvement.